Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013, during night drain cycle six. The patient's ultrafiltration reading was 2137ml, indicating the home patient (hp) drained 1437ml more than their maximum programmed fill volume of 2000ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation was completed. This is an ancillary service event. The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a use error, as the tidal total uf removal set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A review of the labeling for the product family will be performed. If additional relevant information is obtained, then a follow-up report will be submitted.